Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that within the last few days, the patient noticed she hasn't been able to get all the coupling bars and cant get the ins to charge past 50%. She said she sits there for a few hours to get it to charge to 50%, gets impatient, and has to revisit charging later. Due to the time charging, her skin gets irritated from the recharger antenna. Her skin also gets hot and leaves almost a burn mark on her chest. The patient had been charging it twice a day to keep the ins at 50%. Due to the charging issues, the ins depleted one day and the ins turned off. Once charged, it turned back on. On the call, they turned the dial and they did not get any more coupling bars. The started with 4 bars, then 8 then back to 4. The patient mentioned that her ins site was still puffy and could be causing coupling issues.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.